Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no failed batt test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Pump error (variable 3) alarmed during self test and confirmed in pump history file due to a broken trace at u1 keypad assembly. No pump error or pump error alarms noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had battery failed twice on the insulin pump within about two weeks. The customer's blood glucose level was 5.6 mmol/l at the time of the incident. The contacts were not missing, damaged, or corroded. The customer did not receive a battery-failed alarm. The bolus wizard did not recommend a correction bolus prior to the insulin pump restart. The insulin pump passed the displacement verification test passed. They had issues with insulin flow blocked a few times during tubing. The customer was able to clear the alarm and were able to complete the insulin pump rewind. The customer reported that it was a past event. The customer was advised to revert to the back-up plan. The device will be returned for analysis.